Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While the cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case might be/is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and/or the device (s) be returned for evaluation and an investigation result become available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 54/48 n on the left side on (B)(6) 2008. Currently, the patient is being monitored due to unknown reasons. Right complaint: (B)(4).